Event description:
It was reported that this right ventricular (rv) lead exhibited low pacing impedance and high capture threshold measurements at a follow up appointment. The physician elected to surgically reposition the rv lead to resolve the event. The patient was stable with no additional adverse consequences. The rv lead remains implanted and in service.